Event description:
It was reported that after bav had been performed, the valvuloplasty balloon could not be retracted into the introducer sheath. There was no report of patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned. However, one photograph was provided. Per the photograph review, the balloon appeared to be partially inflated. This may have contributed to the reported event; however, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Based upon the photo provided, the investigation cannot be confirmed for retraction difficulty.